Manufacturer narrative:
A medtronic representative, following up with the site, reported that on (B)(6) 2015 the patient came in for x-rays complaining that the patient could feel something superficially near hip area. The x-rays showed the cannula for perc pin superficially in hip area. The cannula was removed via a surgical incision/extraction on (B)(6) 2015.

Manufacturer narrative:
The medtronic representative has not been informed if the cannula will be removed from the patient or not. This device is made of implant (B)(4) which is a well-known material used in surgical implants. The device conform to (B)(4) which calls out surgical implants: (B)(4) is part of (B)(4) standard specification for wrought (B)(4) for surgical implant applications. The instructions for use which accompanies this device contains instruction regarding the removal of the device from the patient.

Event description:
A medtronic representative was informed on (B)(6) 2015 by the site that a short cannula pin was left in a patient during a spinal fusion procedure performed on (B)(6) 2015. The cannula was found in a post operative x-ray obtained on (B)(6) 2015. The medtronic representative has not been informed if the cannula will be removed from the patient or not.